Event description:
Seven pt samples with discrepant creatinine results. Repeat results were from another analyzer - same methodology. Pt 1, (male), initial gave 5.41 mg/dl; repeat gave 0.54 mg/dl. Initial results were reported. No info provided to determine if results were used to guide therapy. The technical service representative determined the cause of the discrepancy was due to incorrect software parameter setting, and corrected the software parameter setting which resolved the issue.

Event description:
Seven pt samples with discrepant creatinine results. Repeat results were from another analyzer - same methodology. Pt 2, initial gave 4.57 mg/dl; repeat gave 0.48 mg/dl. Initial results were reported. No info provided to determine if results were used to guide therapy. The technical service representative determined the cause of the discrepancy was due to incorrect software parameter setting, and corrected the software parameter setting which resolved the issue.

Event description:
Seven pt samples with discrepant creatinine results. Repeat results were from another analyzer - same methodology. Pt 3, (male), initial gave 5.10 mg/dl; repeat gave 0.54 mg/dl. Initial results were reported. No info provided to determine if results were used to guide therapy. The technical service representative determined the cause of the discrepancy was due to incorrect software parameter setting, and corrected the software parameter setting which resolved the issue.

Event description:
Seven pt samples with discrepant creatinine results. Repeat results were from another analyzer - same methodology. Pt 6, (male), initial gave 8.67 mg/dl; repeat gave 0.85 mg/dl. Initial results were reported. No info provided to determine if results were used to guide therapy. The technical service representative determined the cause of the discrepancy was due to incorrect software parameter setting, and corrected the software parameter setting which resolved the issue.

Event description:
Seven pt samples with discrepant creatinine results. Repeat results were from another analyzer - same methodology. Pt 7, (female), initial gave 6.79 mg/dl; repeat gave 0.69 mg/dl. Initial results were reported. No info provided to determine if results were used to guide therapy. The technical service representative determined the cause of the discrepancy was due to incorrect software parameter setting, and corrected the software parameter setting which resolved the issue.

Event description:
Seven pt samples with discrepant creatinine results. Repeat results were from another analyzer - same methodology. Pt 4, (female), initial gave 3.38 mg/dl; repeat gave 0.32 mg/dl. Initial results were reported. No info provided to determine if results were used to guide therapy. The technical service representative determined the cause of the discrepancy was due to incorrect software parameter setting, and corrected the software parameter setting which resolved the issue.

Event description:
Seven pt samples with discrepant creatinine results. Repeat results were from another analyzer - same methodology. Pt 5, (female), initial gave 6.44 mg/dl; repeat gave 0.65 mg/dl. Initial results were reported. No info provided to determine if results were used to guide therapy. The technical service representative determined the cause of the discrepancy was due to incorrect software parameter setting, and corrected the software parameter setting which resolved the issue.